Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The patient was brought into the clinic for evaluation where isometrics and manipulations were performed. The lead had high out of range pacing impedance and no capture at max output. The lead was suspect of a fracture. The lead was reprogrammed and turned off until it could be revised. The lead was removed and a new lead was implanted. The patient is enrolled in the post approval network (pan) clinical study. No patient complications have been reported as a result of this event.